Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
Following completion of pulmonary vein isolation using the farawave nav catheter, a cavotricuspid isthmus (cti) ablation was performed. No issues were noted at time of ablation. Post sheath pull immediately before extubation it was noted that patient had st changes on telemetry. ECG show elevation to leads ii,iii, avf. The physician had the nurse administer 3mg nitroglycerin pushed through patient's IV as well as neosynephrine. The st level diminished then returned to pre-case level within 1 minute of nitro administration. The patient was subsequently extubated and transferred to post care unit for routine care and discharge where no further interventions were required. The patient was discharged per standard of care and did not require hospital admission beyond routine post procedure observation. The patient was reported to have fully recovered.